Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00229 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), (B)(6) asian female patient. Medical history was not provided. Concomitant medications included metformin for unknown indication. The patient received insulin lispro (rdna origin) (humalog 100u/ml) via cartridge through a reusable humapen ergo ii, 8 u at morning, 8 u at noon, 8 u at night subcutaneously, thrice daily for the treatment of type 2 diabetes mellitus, beginning in (B)(6) 2018. She also received insulin glargine (rdna origin) (eli lilly specific name unknown) via unknown formulation through a reusable humapen ergo ii, 16-18 at morning and evening twice daily subcutaneously for the treatment of type ii diabetes mellitus, beginning in (B)(6) 2018. On an unspecified date, after starting insulin lispro and insulin glargine treatment, she had been experiencing unstable blood glucose (no value and units provided). On (B)(6) 2018, she was hospitalized for regulating blood sugar. No further information provided. On (B)(6) 2018, while on insulin lispro and insulin glargine treatment, she did not administer her insulin lispro and insulin glargine dose due to ergo ii device malfunction ((B)(4), lot -1504d03). No other information provided. As of information received on (B)(6) 2018, on an unknown date she had a situation of blood glucose increased and was hospitalized in 2018 ((B)(4)/ lot number-1504d03). More information regarding hospitalization was not provided. Information regarding further corrective treatment and outcome of events was not reported. Insulin lispro and insulin glargine treatment was continued. The operator of humapen ergo ii and his/her training status was unknown. The humapen ergo ii model duration of use and the reported humapen ergo ii duration of use were not provided. The action taken with the device and its return status was not expected. The reporting consumer was unsure whether the event blood glucose increased was related to insulin lispro therapy or not and did not provide relatedness between blood glucose increased, insulin glargine and humapen ergo ii. The reporting consumer was not sure about any relatedness between remaining events and insulin lispro and "inuslin" glargine treatment and did not provide the relatedness between remaining vents and humapen ergo ii. Update (B)(6) 2018: additional information was received from initial consumer on (B)(6) 2018. Added one new serious event of blood glucose increased, one new suspect device of humapen ergo ii and one new laboratory test of blood glucose. Updated batch number of insulin lispro, causality statement and narrative with new information. Edit 02jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.